Event description:
Related manufacturer reference number: 2938836-2019-14962. It was reported that the system was explanted due to infection. It is not known the source of infection or any details surrounding the infection. The procedure was smooth with no complications. The patient was stable.